Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed a message indicating that the refrigerator key had not been returned when the user attempted to issue a medication. A technical support specialist (tss) checking myqlink found that when the key was supposed to be returned, the user had skipped the transaction. The tss then guided the customer through returning the key in the system using the return item feature. The customer was able to successfully return the key and subsequently issue the desired medication. The system functioned as intended after technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user requested assistance because the system indicated that the refrigerator key had not been returned while user was attempted to issue a medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.